Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other migrated essure device was found to be superficially embedded in the peritoneum overlying the aorta / fallopian tube coil dislodgement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, multiple cesarean sections and ectopic pregnancy. Previously administered products included for an unreported indication: mtx and depo provera. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("migrated essure device in abdomen./essure device removed from peritoneum overlying aorta"). The patient was treated with surgery (operative laparoscopy and right salpingectomy/oophorectomy). At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2015(as per pif) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the other migrated essure device was found to be superficially embedded in the peritoneum overlying the aorta/fallopian tube coil dislodgement'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chronic pain, multiple cesarean sections and ectopic pregnancy. Previously administered products, included for an unreported indication: mtx and depo provera. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("migrated essure device in abdomen./essure device removed from peritoneum overlying aorta"). The patient was treated with surgery (operative laparoscopy and right salpingectomy/oophorectomy). At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: discrepancy noted, for date of insertion: (B)(6) 2015(as per pif). Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter added, medical history added, event medical device removal was replaced with device embedded. Essure insertion date updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. In september 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.